Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient fainted. The lead exhibited loss of capture and the insulation was broken due to clavicular crush. The lead was explanted and replaced.